Event description:
Pt contacted dexcom technical support on (B)(6)2010 to report a broken sensor on (B)(6)2010. Pt had worn the sensor without issue for six days, but received a failed sensor alert on the seventh day of her session. Pt stated that she was able to remove the retained distal fragment with tweezers. Pt applied neosporin to the insertion site and has not experienced any further problems. The broken sensor is unavailable for evaluation because it was discarded.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.